Manufacturer narrative:
Block h6: impact code f02 captures the reportable event of death. Impact code e2114 captures the reportable event of perforation. Block h6: patient codes have been corrected based on the medical review received on (B)(6) 2023.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) on a 57-year-old patient, under general anesthesia and in the prone position, for stone extraction. On (B)(6) 2023. After the completion of the ercp, a metal biliary stent and a pancreatic stent were successfully placed. The physician then discovered a full-thickness perforation that was on the lateral wall of the duodenum just below the ampulla, peritoneal fat was noted. The perforation was closed using an over-the-scope clip without surgical intervention. At the time of fluoroscopy at the ercp, contrast study was done, and no leak was noted. The patient was then admitted to the hospital. Subsequently, the patient was kept in "nil per os" (npo) and on antibiotics. A few days later, while the patient was still hospitalized, it was decided to start feeding the patient. Before initiation of feeds, a computerized tomography scan (CT) with oral contrast was ordered. While drinking the contrast, the patient aspirated the contrast, developed aspiration pneumonia, and passed away. The CT was not performed. In the physician's assessment, this was a very unusual location for the perforation. He is unclear on how the perforation occurred and he has had no such perforation in his prior clinical experience. In the physician's assessment, the relationship of the perforation to the ercp was assessed as causal and the physician states that he cannot be sure that the exalt scope caused the perforation. Furthermore, there is nothing to suggest that the patient's death was related to the exalt model d scope. Per the physician, there is no allegation that the exalt model d scope failed to meet its performance specifications or perform as intended.

Manufacturer narrative:
Impact code f02 captures the reportable event of death. Impact code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) on a 57-year-old patient, under general anesthesia and in the prone position, for stone extraction. On (B)(6) 2023. After the completion of the ercp, a metal biliary stent and a pancreatic stent were successfully placed. The physician then discovered a full-thickness perforation that was on the lateral wall of the duodenum just below the ampulla, peritoneal fat was noted. The perforation was closed using an over-the-scope clip without surgical intervention. At the time of fluoroscopy at the ercp, contrast study was done, and no leak was noted. The patient was then admitted to the hospital. Subsequently, the patient was kept in "nil per os" (npo) and on antibiotics. A few days later, while the patient was still hospitalized, it was decided to start feeding the patient. Before initiation of feeds, a computerized tomography scan (CT) with oral contrast was ordered. While drinking the contrast, the patient aspirated the contrast, developed aspiration pneumonia, and passed away. The CT was not performed. In the physician's assessment, this was a very unusual location for the perforation. He is unclear on how the perforation occurred and he has had no such perforation in his prior clinical experience. In the physician's assessment, the relationship of the perforation to the ercp was assessed as causal and the physician states that he cannot be sure that the exalt scope caused the perforation. Furthermore, there is nothing to suggest that the patient's death was related to the exalt model d scope. Per the physician, there is no allegation that the exalt model d scope failed to meet its performance specifications or perform as intended.